Event description:
Patient in the or for removal of an infected aortic graft. The scrub nurse attempted to redirect one of the spotlights. As she was doing so, the spotlight she was manipulating bumped the other spotlight, causing a part from the second spotlight to fall into the surgical wound. A service representative inspected the light and will replace the part. The service representative, indicated that the part involved is routinely inspected during his preventative manintenance program.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.